Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump usb port was observed to be damaged and bent, resulting in the customer not being able to charge the pump battery. There was no reported impact to customer¿s blood glucose. Customer continued to use the pump for insulin therapy.